Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('very heavy menstruation') and basedow's disease ('graves disease') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), basedow's disease (seriousness criterion medically significant), alopecia ("hair loss"), fatigue ("fatigue"), feeling abnormal ("brain fog") and disturbance in attention ("concentration loss"). The patient was treated with surgery (novasure). Essure treatment was not changed. At the time of the report, the menorrhagia, basedow's disease, alopecia, fatigue, feeling abnormal and disturbance in attention outcome was unknown. The reporter considered alopecia, basedow's disease, disturbance in attention, fatigue, feeling abnormal and menorrhagia to be related to essure. The reporter commented: she was seeing her gynecologist and wants essure to be removed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.